Manufacturer narrative:
The customer contacted resmed astral support to request assistance how to stop a device with a black screen from alarming . The astral support representative went through the troubleshooting steps with the customer and requested the device to be rebooted and this resolved the issue. No device was returned to resmed for investigation. An extensive engineering investigation was performed on all available information. Based on all available evidence and previous investigations of similar complaints, it is possible that the reported event was due to a software issue. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device was continuously alarming and inoperable. The device was not in use when the fault occurred, therefore, there was no patient involvement.

Manufacturer narrative:
Resmed has requested for the device to be returned so that an engineering investigation could be performed. The device has not yet been returned, therefore resmed is unable to confirm the alleged malfunction at this time. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device was continuously alarming and inoperable. The device was not in use when the fault occurred, therefore, there was no patient involvement.